Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl, and the customer was treated in the hospital. It was stated that the customer believes the insulin pump was ok, but the doctor wanted to check it first. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.